Event description:
It was reported by the customer they had an unspecified event with a herpin drip that went into keep vein open (kvo), however continued to drip at that rate. Following the event, the customer conducted an experiment with normal saline. When the volume to be infused was completed, the pump appropriately switched the kvo rate of 10ml/hr and continued to drip at 10ml/hr. Clinician alleges the only way to get the medication to stop running at the kvo rate is to let the infusion "run dry". Manufacturer representative provided troubleshooting with the customer. The clincians that reported this issue is not familiar with the devices and did not realize that while the kvo rate is on the pump module, the rate of the infusion is on the pcu. Representative reminded customer that the kvo rate is not intended to be a permanent. There was no information on patient involvement. Although requested, additional information will not be provided by the customer.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer they had an unspecified event with a herpin drip that went into keep vein open (kvo), however continued to drip at that rate. Following the event, the customer conducted an experiment with normal saline. When the volume to be infused was completed, the pump appropriately switched the kvo rate of 10ml/hr and continued to drip at 10ml/hr. Clinician alleges the only way to get the medication to stop running at the kvo rate is to let the infusion "run dry". Manufacturer representative provided troubleshooting with the customer. The clincians that reported this issue is not familiar with the devices and did not realize that while the kvo rate is on the pump module, the rate of the infusion is on the pcu. Representative reminded customer that the kvo rate is not intended to be a permanent. There was no information on patient involvement. Although requested, additional information will not be provided by the customer.

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue that device had an inaccurate delivery- kvo was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.